Manufacturer narrative:
Cont. H.6. Health effect f1905 device revision or replacement. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii , "small quantity of free liquid adjacent to implants."

Event description:
Patient reported right ¿burning sensation, hardening, inflammatory process, capsular contracture baker grade iii, pain, lumps in axilla¿. Device has been explanted and replaced.